Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was isolated to contamination on a defective backup battery overheated severely, melting the case, lcd display housing, and ca board damage. The root cause for the overheated backup battery could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids or contaminants. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.